Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 514 mg/dl. The customer treated through insulin pump. The customer also reported getting inaccurate readings with the sensor. Customer's blood glucose level was over 514 mg/dl and the sensor glucose reading was 40 mg/dl that triggered the insulin pump to suspend. Customer declined troubleshooting. The sensor was returned for analysis.

Manufacturer narrative:
Inspected one opened/used sensor and performed continuity resistance test and sensor failed per specifications. Also found sensor with cannula bent. Unable to confirm customer received sensor in said condition due to customer returned opened/used.